Event description:
End user's wife called stating that the (B)(4) transport chair allegedly tipped over backward in a parking lot. The wife caught the end users head but the left corner of the chair hit the pavement and broke the left hand brake. Consumer to go to a local dealer to obtain the parts for repair. No injury alleged.